Manufacturer narrative:
Engineering evaluation notes that the revision reported was likely the result of polyethylene wear, which was accelerated by edge loading, leading to vertical migration of the femoral head. This is associated with 1038671-2016-00873 and this is an additional device added on (B)(6) 2017.

Event description:
Revision - reason not reported.